Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No evaluation of the subjected ventilator was requested. Investigation is performed by reviewing the provided device logs. According to the event log, the chosen ventilation mode was nasal CPAP. The ventilator then delivers a flow necessary to maintain the set continuous positive airway pressure (CPAP) via a non-invasive nasal patient interface. Alarms for high CPAP and high airway pressure (paw) were generated as well as alarms for low CPAP and leakage too high. Potential contributing factors may be leakage in the patient circuit and/or incorrect mask fit, which can cause fluctuations in pressure readings, leading to momentary spikes that trigger alarms. Patient movement can also cause transient increases in pressure. The set CPAP level displayed on the ventilator screen is an averaged value over a period, providing a stable reading. Alarms are based on instantaneous pressure readings, which can spike due to various factors, causing alarms even if the average CPAP level is within the desired range. According to the test log, successful pre-use check was performed prior start of ventilation. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The conclusion is that there are no indications of ventilator malfunction during the ventilation period.

Event description:
It was reported that the ventilator generated clinical alarms indicating high pressure during treatment. There was no patient harm. Manufacturer's reference #: (B)(4).